Event description:
Per rep., here was noise on this lead causing inappropriate charges on the device. The physician capped this lead and replaced it with another linox sd 65/15. This patient's lv lead was replaced and the physician elected to remove this lead at the same time. Corox otw 85-up steroid, MDR 1028232-2008-00077; linox sd 65/16, MDR 1028232-2008-00078.